Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The data available for analysis were inspected. The date and time when the surface ECG was performed was not available for analysis and therefore it is not possible to determine the output of the device at the time when this ECG was recorded. Furthermore, as the device was re-programmed before the generation of the returned memory dump, all available diagnostic data, including statistics and the history of the acc results, were unavailable. The information required in the complaint description should be displayed on the follow-up obtained at the time the surface ECG was performed, under the field "parameters " " bradycardia". However, these data were not available for investigation. Despite the missing data, the available memory dump revealed a relatively high value of the rv bipolar pacing impedance. A damage of the rv pacing lead in the ring channel cannot be excluded. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the clinical event could not be determined. However, a damage of the rv lead cannot be excluded. The pacemaker data corresponding to the clinical event were not available for analysis. The event date and time could also not be determined based on the information at hand. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - a few days post implant, a loss of capture was reported. A possible lead failure was assumed. The device remains implanted. The implant date was not provided.